Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical dept with an unsigned note that stated, "no audible alarm." No tracking info was provided; therefore, specific pt info , pump programming, or event details were not available . During testing at the user facility, the device did not sound an audible alarm tone. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.